Event description:
It was reported through clinic notes that the patient was having an increase in seizures due to an illness and medication changes. However, it was also noted that the patient's vns was in the ifi = yes (intensified follow-up indicator) condition and the physician thought that may also have something to do with her increase in seizures. The patient's settings were noted to be at therapeutic levels and the diagnostic testing showed the device was working as intended. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was further clarified by the physician that the patient's condition of intractable epilepsy, along with the vns generator being at ifi = yes (intensified follow-up indicator) would be a factor in the patient's increased seizures. A copy of the patient's implant card was received showing the patient underwent replacement surgery on (B)(6) 2016 due to the ifi = yes condition. The impedance value after replacement was within normal limits at 1590 ohms. It was noted the device was discarded after surgery; therefore, no device analysis is expected.